Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised because the patient was no longer able to pump the device. The doctor opened up the patient and found that he had peyronies which was preventing the device from fully inflating. The doctor corrected the patient's peyronies and the device functioned normally after that. Nothing was explanted from the patient.